Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported and the patient was not pacemaker dependant. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that this right ventricular (rv) lead was not providing pacing therapy to the patient. Additionally, high thresholds were reported. During a device change out, the lead was successfully capped. The physician elected to uncap a previously implanted rv lead to connect to the patient's new pacemaker. No adverse patient effects were reported and the patient was not pacemaker dependant. The lead was actively implanted for approximately 12 years, 3 months.